Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the tip sheared off of the device and was able to retrieve from the patient with no patient consequence.